Event description:
It was reported that the patient presented with a neurological deficit shortly after system implant, the type of deficit was unknown. It was reported they were going in the day of current report to remove the leads from the epidural space and cut off the distal portion at the entry site at the spine in hopes of addressing the deficit. The patient reportedly had 3 mris over the past several days. Additional information received reported the leads were cut at the spine insertion point and left plugged into the implantable neurostimulator. The status of the patient¿s neurological deficit was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had weakness to her lower extremities, following the procedure. This was likely due to lead placement that caused the deficit, and it was unlikely that it was related to the medtronic products. The patient currently had returned to baseline.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was due to the patient developing lower extremities' weakness and increased back pain. After the lead explant, the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).